Event description:
I had the novasure and tubal in 2005. I started having pain and abdomen swelling as well as mood swings around 2010. Started complaining to doctors but no one knew what was wrong. Found out on (B)(6) 2017 that scar tissue was causing menstrual blood to back up in my tubes.